Event description:
Customer performed control tests and received results of 400 and 400 mg/dl. The normal control range was 100-137 mg/dl. No adverse events were alleged. Control solution was sent for further troubleshooting. No product is expected to be returned for eval at this time.